Event description:
Spontaneous call: pt stated there was a problem with the spring of the freedom 60 pump. It was not functioning. He infused manually per pharmacist's instructions and was able to infuse the full prescribed dose. New pump being sent to pt and will return defective pump for inspection. Pt did not have a backup pump but was instructed how to finish so, no adverse effects noted. No other info known. Reported to (B)(6) by pt/caregiver.